Manufacturer narrative:
Thermo co can be obtained either from fick co or an echo cardiogram. Most often, the patient has had an echo cardiogram prior to a catheterization and the thermo co is used as a reference. During troubleshooting efforts, the customer reported to tech support that the hemo monitor was switched to another usb port. The cardiac output check was done using the provided test plug and no failure was found and the issue could not be recreated. The customer further stated that the lab where this equipment is located is very small and believes that the room temperature was too warm since there are four (4) computers in the room along with three (3) medical staff and this caused the hemo monitor to overheat and shut off. Once the system rebooted, it worked correctly. The unit in question is a dell precision tower (B)(4) and an online search found that the optimal temperature range for this unit as 10 °c to 35 °c (50 °f to 95 °f); however, the room temperature during this event was not disclosed to merge healthcare. A search of the customer's hemo case management in merge healthcare's internal database found that no other issues have been called in by the customer concerning this problem or any others. (B)(4). Overheating of device or device component (issue associated with the device producing high temperatures, such that its operation is compromised [e.g. Overheating that produces melting of components or automatic shutdown]). Methods code: use testing (any testing performed that simulates real use situations experienced by users). Results code: thermal problem (device problems related to the temperature of the component, device or use environment). Conclusions code #1: operational context caused or contributed to event (a device problem related to the operator's technique or use environment). Conclusion code #2: no failure detected, device operated within specification

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor pc froze during a procedure resulting in a black display monitor. Information obtained from the customer revealed that the problem occurred after sedation and active monitoring had been started. Since the site does not use back-up equipment, the elective procedure was delayed about five (5) minutes while waiting for the hemo system to reboot. It was further reported that the procedure was completed without thermo cardiac output (co) calculations. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. However, the procedure was completed once the hemo system automatically rebooted. Reference complaint-(B)(4).